Event description:
On (B) (6) 2008, the sales representative communicated that the tip of the open screwdriver was damaged when a kit was dropped. No specific malfunction was identified. On (B) (4) 2009, upon visual inspection of the returned driver for complaint investigation, it was found the prongs of the screwdriver tip were severely bent due to use of the driver for hardware removal. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
No patient involvement. Product is an instrument and not implantable. The device history record review found the product met specifications. A visual examination found the driver prongs to be bent in the direction of screw loosening. Product labeling provides precautions related to use of the (B) (4) driver for screw removal. The investigation attributes the event to use error.